Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the prograsp forceps, they were not closing properly, preventing the surgeon from clamping the necessary tissues. A filament at the tip of the forceps had broken, and it was removed from the cavity and immediately replaced with another prograsp forceps. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.